Manufacturer narrative:
This incident has been recorded under (B)(4). Telephone: (B)(6). The device was returned used and stained with blood. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right angle connectors of the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not inflating. No harm or delay were reported. Upon evaluation it was noted that the device was leaking air. No adverse event was reported. Due diligence is complete. No further information is available.